Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The patient was sent for a cardiac catheterization. The sample was re-tested and a negative result was obtained and confirmed on an alternate analyzer system. It is unknown if patient treatment was otherwise altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result or the catherization procedure.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications.no further evaluation of the device is required.